Event description:
Stryker cub crib model fl19h was purchased to use in the or at two of the facilities in our system. Part of the crib design is a molded o2 tank holder platform underneath the crib for storage of o2 tanks during transport. The head rail that goes down for use immediately hits the head of the o2 tank and makes the rail unusable because the head rail does not go down all the way or it is a safety issue if the person slams down the head rail in a emergency situation and hits the top of the o2 tank making it break off, or flip the tank. Manufacturer response for hospital crib - stryker cub crib, styrker cub variable height model (per site reporter): the local rep has been working with us to find an alternative way to secure the oxygen tank. Brought in a upright o2 carrier that stryker has in their catalog to fit the cribs in the external holes. The carrier swings with movement laterally and a safer method for the head rail problem but then creates others with damage to walls and people with the movement of the carrier when attached to the crib.